Event description:
A malfunction alarm was reported, identified as malfunction code 12, and the customer experienced difficulties resetting the pump. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with instructions for resetting the pump, advising them to call back if the problem continued.